Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer and suggested the device to be sent into olympus for repair. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center has a broken pin inside the scope socket. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It is believed that the bent terminal was caused when inserting the endoscope into the video connector receptacle, the connector tip on the endoscope side was missing/foreign matter was stuck on the tip, and it got caught in the terminal of the video connector receiver. By inserting the endoscope further with the terminal caught, the terminal is pushed back and bent. The instructions for use (IFU) states: - "do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." - "confirm that the electrical contacts inside the video connector socket of this instrument are not damaged." - "confirm that the video connectors of the videoscope/camera head are not damaged." Olympus will continue to monitor complaints for this device.